Event description:
An eye care professional reported that a patient presented with severe pain in her left eye associated with focus dailies contact lenses. The patient had been alternating wear of focus dailies and focus night and day lenses. She had worn the focust dailies lenses as single use, daily wear lenses for five days when she noticed her left eye felt dry and irritated. She removed her lens in the evening, but despite noticing that the feeling of irritation had increased, she inserted a focus night & day lens and went to sleep. The following morning she presented to the eye care professional as her eye was painful, slightly red and watering. Slit lamp examination revealed a central corneal ulcer at 11 o'clock position within the visual axis. Patient referred to an ophthalmologist. Rx'd trafloxal, os & pranox, ou due to start of conjunctivitis, od. Patient reported having a cold a few days prior to incident. At 1 week follow up visit, treatment reduced to pranox only for left eye for 1 more week. Lens wear resumed with no reduction in visual acuity. No further follow up required.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a non-infectious central corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.